Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 07-oct-2022. The device evaluation was completed on 04-nov-2022. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed a kink at the proximal part on the sheath and that the hemostatic valve was dislodged inside the sheath. The dilator was not returned for the analysis. Microscopic examination of the hemostatic valve showed that it was broken and showed stress marks. The broken valve suggests that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Well known lab samples of dilator and catheter were introduced through the sheath. It was determined that the resistance felt by the customer could be related to the valve dislodged. A device history record was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that there was resistance when trying to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was exchanged and the procedure was continued. Additional information was received. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was never inside the body. The dilator would not go in the sheath as they were prepping it. Therefore, unable to answer the questions fully. No damage to the sheath. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 04-nov-2022, it was observed that the hemostatic valve was dislodged inside the sheath. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue.